Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10302. It was reported the patient (B)(6) felt excess stimulation when the scs ipg was turned on. Impedance issues were identified. During the reprogramming session, the patient experienced vigorous stimulation as soon as the amplitude was increased followed by cramping in both legs. The cramping continued after stimulation was turned off. Following this event, impedance values were within normal range and the cramping resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.